Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to verify idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was exposed to moisture. The customer's blood glucose level was 10.2 mmol/l at the time of the incident. The customer reported a crack in the corner of the pump. The customer reported fluid under the lcd display. The product was returned for analysis.